Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during startup, device is not booting. Boot up process hanged. No patient involvement.

Manufacturer narrative:
Unit doesn't start up (boot process is interrupted) during non-clinical use. No patient was involved. The event did not cause or contribute to a death or serious injury to a patient. The root cause of the event was determined to be a defective esm board. After replacing the esm board, tsw was performed, and the device was released back into use.